Manufacturer narrative:
Additional information received: it was reported that the same endoleak, a type iii suspected to be a rupture of the main body bifurcate, was still present at the end of the index procedure in the right common iliac artery. It was clarified that the following devices were implanted in the right common iliac artery, in the following order: (B)(6). The stent graft(B)(6) had been implanted in the left common iliac artery. Product analysis conclusion: the reported endoleak was confirmed; however, the subtype and source/cause of the endoleak could not be conclusively determined based on the limited imaging available. Lack of pre-implant CT imaging prevented a more comprehensive assessment of the pre-implant anatomy. Additionally, higher-resolution procedural angiograms demonstrating endoleak interrogation (i.e., contrast injection from different levels within the aneurysm sac) were not available, and only an anteroposterior view was provided, which further limited evaluation. While a type iiib endoleak cannot be ruled out due to the presence of calcification within the aorta and common iliac arteries, which has the potential to cause an acute fabric tear, relining of the stent graft would likely have resolved the event. A type IV endoleak is also a possibility. Factors such as heparin dose, outflow resistance, imaging quality, and aneurysm sac volume may also have contributed to the observed endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 42mm ruptured common iliac artery aneurysm. It was reported that during the index the bifurcated was implanted followed by the deployment of a enlw1610c124ee (v66764145)in the right iliac. A stent graft etlw1624c124ee (v66911467) had been implanted in the left common iliac artery. Intraoperative angiography showed a type iii endoleak involving a suspected rupture of the bifurcate stent graft. Two additional stent grafts (enlw1610c93ee and enlw1616c93ee) were implanted in the right iliac as treatment. The endoleak is reported as not resolved. Per the physician, the cause of the endoleak is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c93ee, serial/lot #: (B)(6), ubd: 18-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.